Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system, compared to a professional device, within 10 minutes: 338 mg/dl (aviva) and 68 mg/dl (emt meter). Customer was lightheaded and fell before the readings. Customer's wife attempted to treat with orange juice, but customer was not capable of drinking the juice. Wife called emts, who obtained the readings above. Customer was treated by the emts with a "sweet liquid that came in a tube." Customer tested at 110 mg/dl on their meter about 30 minutes later. No actions taken based on device results. Customer did not go to hospital, and is feeling okay. Requested return of suspect device and strips, and replacement was sent.